Manufacturer narrative:
The technician found the facilities maintenance had removed the gas springs from the trend assembly. The technician found the right gas spring was seized and the left gas spring took very little pressure to actuate and would not self return. A shoulder screw was also missing from the right gas spring. The accounts indicated that preventive maintenance was performed 3-4 weeks prior to the event, but the hill-rom check list was not used and the trendelenburg function was not checked. The technician found the headboard bushings (oval & round) were on the wrong sides of the bed which prevented the headboard from being removed without excessive force. When the bushings were properly installed, the headboard was easily removed. The account replaced the gas springs and installed the headboard bushings in their correct locations to repair the bed.

Event description:
The biomed alleged a patient went into hypovolemic shock and caregivers could not get bed into trendelenburg position and they could not remove the head board so they could put in a main line IV. The patient was transferred to a stretcher and recovered.